Event description:
A physician reported that a (B)(6) female received feflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for grade 3 vesicoureteral reflux (vur). Additional medical history included febrile urinary tract infection and bladder dysfunction at the age of one. Concurrent medications were not provided. On (B)(6) 2013, while hospitalized, the patient underwent deflux, 2.1 ml to the right and 0.9 ml to the left. On (B)(6) 2013, the patient developed acute renal failure. Creatinine was elevated on both (B)(6) 2013 (1.27 mg/dl) and (B)(6) 2013. Treatment included transfusion with improvement of diuresis. On (B)(6) 2013, the patient was discharged. On (B)(6) 2013, a "vesicoureterogram" voiding cystourethrogram (vcug) was performed showing no vur. On (B)(6) 2013, the patient's creatinine level was within the normal range of 0.25-0.51 mg/dl. As of (B)(6) 2013, the event was considered to be resolved. Causality was not provided. Report received from (B)(6).

Manufacturer narrative:
A causality between the events and the treatment cannot be excluded.